Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer reported that while the surgeon was using the product, the device burned up.

Manufacturer narrative:
The device was returned and evaluated. A correction is also being made to the UDI. This supplemental report is being submitted to provide this information. The device actual lot# is kr108393; lot# kr107883 is for the package. The device history record review confirmed that device lot had no anomaly in inspection. The device was returned for evaluation of a broken probe. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up that is located near the distal end. The ptfe pad (teflon pad) was inspected and found it is severely worn with a portion that appears missing and exposing metal. The teflon pad is charred with foreign residue located on the jaw of the device. The missing portion was not returned for evaluation. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit however there are signs of charred residue on the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The probe breakage is not verified as the probe is still attached to this device. However, the teflon pad did have a missing piece. The exact cause of the event cannot be exclusively identified. From the past similar cases, the peeling of the tissue pad is likely occurred by the following mechanism: the intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic total laparoscopic hysterectomy procedure, the device probe broke off and was retrieved. There is no reported harm to the patient.